Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the purple activation button was disengaged from the device. The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld were found. The investigation identified the root cause of the reported event to be a design issue. Corrective actions have been implemented to prevent this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the purple activation button on the instrument was not attached to the tool when they opened the package. It fell out when the scrub nurse removed the instrument from the package. There was no patient involvement.